Event description:
It was reported that 2 hours after insertion of the intra-aortic balloon, it clotted off. The intra-aortic balloon was removed and not replaced. The pt's condition was very poor, and was not expected to live. The pt expired four days later, and the cause of death was not attributed to this intra-aortic balloon problem.